Manufacturer narrative:
Correction: upon further investigation, it was determined that the initial report of this is a duplicate of MFR# 8030965-2017-50798. Reference MFR# 8030965-2017-50798 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device when sawing at full speed, you can see the saw blade stands still and perhaps vibrates a bit while the machine is sawing as usual. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.